Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Physiologic liquid was clarified to mean saline solution.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported that a pump was explanted on (B)(6) 2017, with a request for analysis. Clarification on the issue, event date, contributing factors, troubleshooting, and resolution was unknown. It was unknown if surgical intervention had occurred. The pump would be returned. There were no reported symptoms. No complications were reported or anticipated. Additional information was received. It was reported that at the moment of explant, "physiologic liquid" was in the pump. The pump was explanted because the patient reported no further support of treatment with the pump. When asked if there was a device issue or patient complication leading to the explant, the representative responded, "no." Troubleshooting included changes in dose and concentration, and a catheter study were performed. There were no identified contributing factors to the event. The patient was doing well after pump explant with oral medication.

Manufacturer narrative:
Pump interrogation noted the pump was programmed with morphine 0.1 mg/ml at 0.00480 mg/day, bupivacaine 0.1 mg/ml at 0.00480 mg/day and ¿c¿ 0.1 mcg/ml at 0.00480 mcg/day. Analysis revealed the pump met specification through analysis. No anomalies were observed. If information is provided in the future, a supplemental report will be issued.